Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A family member of the customer reported that the customer's sensor was giving inaccurate readings, with sensor glucose vs. Blood glucose values having wide disparities. It was reported that the insulin pump would alarm low blood glucose, 75 mg/dl., but the actual blood glucose would be 100 mg/dl. It was reported that the insulin pump went into threshold suspend once. No further information was provided.